Event description:
It was reported that the patient went to the emergency room after receiving seven inappropriate shocks during four episodes of atrial fibrillation with rapid ventricular response. The device was reprogrammed, and medication was administered to the patient. This patient is a participant in a clinical system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).